Event description:
The user facility reported that a patient injury occurred. The device severed an artery. Additional information has been requested.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.